Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing issues with their implantable pulse generator (ipg). Attempts to obtain additional information regarding the issues were not successful. The ipg remains in use. No patient complications have been reported as a result of this event.